Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient's ins needed a revision to be placed higher as it was bothering the patient when she would sit down. The device has been turned off since revision. No symptoms and no further complications were reported.